Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that in the last load of the gastric pouch, the gun was opened before the end of the diparo and the staples were not well formed. The doctor reinforces this line of staples with manual suture and continues the surgery.

Manufacturer narrative:
(B)(4).batch # t5cz73. Investigation summary: the analysis results showed that one gst45b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.